Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore imaging showed that the implant was placed too far away from the mastoid cavity (40mm), so the electrode was no longer inserted completely anymore. The surgeon believes that the electrode slipped out because of bone growth. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No accident or trauma has been reported, but cannot be excluded that it happened in school. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No accident or trauma has been reported, but cannot be excluded that it happened in school. Re-implantation is considered.